Event description:
An eye care practitioner reported that a pt presented to the emergency room in 2003 with left eye redness, itching, pain, matting & eyelid swelling for 4 days associated with wear of focus night & day lenses. ER physician noted edema, erythema, injection & exudate in left eye only. Pain level reported as 4 out of 5. Diagnosis acute chemosis & infectious conjunctivitis os. Prescribed ciloxan ointment, inflamase forte & vicodin for pain. Instructed to see ecp within 2 days. On the 5th day pt again presented to ER not having returned to ecp as instructed. Symptoms spread to right eye. Complaint of burning, photophobia, redness, foreign body sensation & blurred vision ou. Pain level 5 out of 5. ER physician noted erythemia, injection & exudate. Diffuse staining and cell & flare. Diagnosis corneal abrasion os, acute iritis & infectious conjuctivitis ou. Instructed to follow up with ecp as soon as possible. Rx'd ciloxan ointment, cyclogyl, homatropine drops, vicodin & instructed to discontinue prednison drops. No further information is available at this time.